Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not receiving her blood glucose the customer was in hospital for liver issues. The customer's blood glucose wass 438 mg/dl. Troubleshooting was peformed and the device is performing as designed.